Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported the pod turned into reddish color. As treatment, the patient did insulin pens.

Manufacturer narrative:
No damages or defects were observed on the bottom housing or formed needle. No other damages or defects were observed that would have contributed to the reported skin condition irritation. The cause of the reported event could not be determined. The unexposed portion of the soft cannula was found to be torn and leaking, causing corrosion, insufficient batteries and the 0x3d alarm generated in the download data.